Manufacturer narrative:
Per fsr, the unit was not fixed because the temperature/pressure board was not available to replace. The user facility's biomedical technician removed the arterial monitor. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit was not reading temperature from the arterial port on the arterial monitor. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.